Event description:
The initial attorney report alleged infection, fistula, add'l/surgical medical intervention, explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2012 - repair of incarcerated incisional hernia with composix mesh. On (B)(6) 2003 - total abdominal hysterectomy bilateral salpingo-oophorectomy, and lysis of adhesions. Reportedly, the composix mesh was found to be folded with omental adhesions, these adhesions were lysed from the mesh, and it was cut in order to gain access to the peritonital cavity. On (B)(6) 2003 - office visit, pt has a left abdominal wall mass consistent with hernia. No pain reported. She was advised of the risks of hernia recurrence in smokers who are overweight and she was encouraged to quit smoking and lose weight. On (B)(6) 2004 - office visit, c/o hernia pain was referred for surgery. On (B)(6) 2004 - repair of ventral hernia with unspecified mesh and a small bowel resection with primary anastomosis. On (B)(6) 2004-(B)(6) 2005 - multiple office visits, pt noted to have an intact repair/well healed incision. On (B)(6) 2005 - office visit, pt has a new hernia, described as left peri-umbilical mesh repair planned. On (B)(6) 2005 - repair of hernia with ventralex mesh. Reportedly, bowel has become incorporated into the unspecified mesh that was placed on (B)(6) 2004. And a bowel resection was performed. It appears this unspecified mesh was explanted at this time. On (B)(6) 2005 - admitted for infected mesh and enterocutaneous fistula. On (B)(6) 2005 - excision of infected ventralex mesh, small bowel resection with end ileostomy, and placement of non-bard mesh.

Manufacturer narrative:
Initially, one event was previously reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant and postoperative event. Based on the info available at this time, no definitive conclusions can be made. During implant of the ventralex mesh, it was reported that the bowel had become incorporated and interdigitated into the fibers of the unspecified mesh (placed on (B)(6) 2004). An attempt was made at dissecting the bowel, but that was impossible without creating an enterotomy; therefore, a bowel resection was performed. The info provided indicated that the pt was treated for adhesions and fistula formation, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. While there is no indication the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00429 for info related to the composix mesh implanted on (B)(6) 2002.